Manufacturer narrative:
It was reported that during total hip replacement the surgeon went to impact the r3 acetabular shell, the handle of the r3 cup impactor positioner broke. There was no debris generated, and no pieces of the instrument fell off or inside the patient. There are no adverse events or supporting documents to report with this incident. The surgery was completed with a back up smith & nephew cup impactor with a very minimal delay in surgery. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2016 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that, during total hip replacement, when the surgeon went to impact the r3 acetabular shell the handle of the r3 cup impactor positioner broke. There was no debris generated, and no pieces of the instrument fell off or inside the patient. The surgery was completed with a back up smith & nephew cup impactor with a very minimal delay in surgery. There are no adverse events or supporting documents to report with this incident.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken in two pieces, rendering the device inoperative. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.